Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer stated: the catheter oozed blood at the joint of the venous silica gel tube and the connector. The catheter needed to be removed and replaced.